Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report difficulties using bolus wizard. The customer's blood glucose reading was 401 mg/dl, and treated with the insulin pump. The customer was having high blood glucose readings since (B)(6) 2017. The customer recently changed the infusion set the morning before the call. The customer performed troubleshooting and did not find any problems. The customer was sent a tubing clamp to perform the high pressure test. The customer called next day to confirm they received the tubing clamp, but they did not want to perform the high pressure test. The customer's blood glucose during the call was 180 mg/dl. The customer was sent a site chart and a tape kit. Nothing was replaced or returned.